Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has passed away. The manufacturer's investigation is completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.